Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer's allegation, the user reported that the infusion device was delivering an inaccurate amount of insulin resulting in hospitalization. On the day of the event the customer was using a "non-roche" sensor and received a blood glucose of hi mg/dl. The customer fainted and was transported to the hospital by ambulance. The blood glucose results and treatment provided by the emt's was not provided. At the hospital, the customer's blood glucose was over 800 mg/dl and she was admitted for diabetic ketoacidosis. The hospital treated the customer with insulin to lower blood glucose levels. The customer also reported that she had diverticulum inflammation and coronavirus, which affected the blood glucose values. It is unknown how long the customer was hospitalized.